Manufacturer narrative:
Amendment; corrected fields: this event is no longer reportable since the device explanted due to a therapy upgrade required by the patient.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a non product experience. A new device was implanted. No additional patient effects were reported. Information received from the field clarified that there were no allegations or any issues with this device, with the device explanted due to a therapy upgrade required by the patient.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a non product experience. A new device was implanted. No additional patient effects were reported.